Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device inflated above rated burst pressure. The trek 3.00 x 15 mm is being filed under a separate manufacturer report number. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(6) evaluation summary: analysis of the returned catheter noted blood and contrast visible in the inflation lumen and the loosely folded balloon, which is consistent with the reported use of the device and a leak or balloon rupture. A new indeflator was used in an attempt to pressurize the catheter when fluid was observed leaking from a pinhole located 1 mm proximal to the distal marker, confirming the reported rupture. Balloon material ruptures can be affected by numerous factors including, but are not limited to, balloon damage during processing of the balloon material, materials, inflation technique, interactions with other devices, a previously implanted stent, patient anatomy, lesion calcification and tortuosity, or insufficient preparation prior to use. Since there was no report of any leaks noted during preparation for use, this may indicate that the balloon was not damaged prior to the procedure. The lesion was heavily calcified and likely contributed to the reported rupture. The balloon was sent to the scanning electron microscopy (sem) lab for analysis, which confirmed that the balloon exhibited a radial leak in the distal end of the balloon, intersecting a fold. It was determined that the balloon failure may have been attributed to mechanical damage, as damage was noted on both the outer and inner surface of the balloon. It is possible that an interaction with other devices and/or the calcified lesion in addition to inflating the balloon catheter to 16 atmospheres (atms) beyond its specified rated burst pressure (rbp) of 14 atms, likely contributed to the experienced rupture. It should be noted that the mini trek instructions for use (IFU) warns: balloon pressure should not exceed the rbp. There were also multiple bends found throughout the hypotube, however, this damage was not originally reported and likely occurred from further handling after the procedure, as the device was packaged for shipment back to abbott vascular for analysis. This damage does not appear to be related to the reported incident. A review of the finished product lot history record did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Furthermore, a query of the complaint-handling database did not reveal any other incidents reported with this lot, suggesting that there are no lot specific product quality deficiencies. Based on the information received with this incident, the returned product analysis and the results of the sem analysis, the reported balloon rupture appears to be related to circumstances of the procedure and not a product quality deficiency. All dilatation catheters are visually inspected and leak tested during the manufacturing process. Additionally, a sampling of units is destructively tested to verify rbp and balloon integrity.

Event description:
It was reported that the mini trek ruptured at 16 atmospheres (atm) with the first inflation and the trek ruptured at 12 atm with the first inflation in the heavily calcified mid left circumflex (lcx) artery to the bifurcation of the obtuse marginal (om) artery. There were no adverse patient effects. An nc voyager 3.0 x 15 mm was used to complete the procedure where a 3.0 x 12 mm vision and 3.0 x 18 mm vision were implanted in the lcx and om respectively without further incident. There was no additional information provided.